Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 patient presented with lower back pain with left lower extremity numbness and weakness. MRI of the lumbar spine indicated ¿mild to moderate sized extrusion type disc herniation at l4-l5 with neural compression¿ small contained disc protrusion at l5-s1. The lesion noted at s3 is of undetermined etiology, this may represent a benign entity such as a cyst or fibrovascular hemangioma.¿ on (B)(6) 2009 patient presented for an independent neurosurgical physician assessment per attorney¿s request. Per the physician¿s notes, the patient has a history of work injury (B)(6) 2004 followed by conservative treatment including steroid injections and narcotics.¿(pt.) Pain has been documented to originate at both the l4-5 and l5-s1 disk levels on diskogram pain study.¿ on (B)(6) 2009 the patient underwent left sided minimally invasive lumbar tlif l4-5 and l5-s1 to treat discogenic low back pain, l4-5, left sided disc protrusion l4-5, and discogenic pain l5-s1. Bmp, local autograft, and morselized allograft were used. On (B)(6) 2010 patient presented for an independent neurosurgical physician assessment per attorney¿s request. Per the physician¿s notes, ¿the patient states that following surgery,(pt.) Had more intense left leg pain extending down to the top of foot and big toe¿ the leg pain has improved. (Pt.) Still has pain over the top of his foot. (Pt.) Also continues to have back pain.¿ additionally, ¿the patient¿s post-operative CT scan from (B)(6) 2009 shows the instrumentation to be in good position. There is some osteolysis around the capstone cages.¿ on (B)(6) 2010 patient presented for follow up. Per the physician¿s notes, the patient ¿has made slow, but significant progress since visit 4 months ago. (Pt.) Now has minimal residual radicular symptoms. (Pt.) Operation is going on to achieve a successful fusion. (Pt.) Residual back pain appears to be primarily muscular.¿ on (B)(6) 2010 patient presented for follow up. Per the physician¿s notes, the patient ¿has a chronic left l5 radiculopathy. This has improved from (pt.) Early postoperative period, although he seems to have reached a plateau point. It is far more likely that the radiculopathy is due to retraction at the time of surgery than it is to pressure from the posteriorly displaced fusion cage at l4-5.¿ on (B)(6) 2011 patient presented for follow up. Patient reported left leg pain and low back pain. Per the physician¿s notes, ¿reviewed the lumbar CT scan obtained roughly one week after his surgery. There is some debris in the spinal canal at the entry point for the cage at l4-5. The l5-s1 cage is in good position. The cage at l4-5 is also slightly prominent on the posterior lip of the vertebral body. The same is true of the (B)(6) 2009 scan. By (B)(6) 2010, the l4-5 cage is now migrating posteriorly and ectopic/heterotopic bone is starting to form¿ this has progressed by the (B)(6) 2010 CT scan and subsequent CT scans in (B)(6) 2010 confirm a rather robust ectopic bone formation problem at l4-5 causing neurologic impingement as well as impingement from the posteriorly migrated cage. At l5-s1, there is significant ectopic/heterotopic bone formation as well causing neurologic encroachment.¿

Manufacturer narrative:
(B)(4).

Event description:
Patient demographics: gender: male; initials: (B)(6); dob: (B)(6) 1969 it was reported that on on an unknown date, following complications were observed post op: lots of pain, stiff back, foot pain and pain during bowel movements. On (B)(6) 2008: the patient underwent an unspecified surgery as he was hurt on the job. On (B)(6) 2009: the patient underwent spinal fusion surgery using rhbmp-2/acs. On (B)(6) 2010: the patient was presented with nerve damage. Type: radiculopathy. On (B)(6) 2010: the patient presented with bone growth. Ectopic/heterotopic bone was starting to form. The patient had migration, l4-l5 cage was migrated posteriorly. On (B)(6) 2010: the patient complained about having chronic pain. An unknown date in 2010, the patient underwent an unspecified surgery. On (B)(6) 2011: the patient presented with tremendous amount of ectopic bone l4-l5 obscuring identifiable landmarks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.